Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the instrument had a broken proximal clevis. The material was approximately 0.20¿ x 0.18¿ in size and was broken off of one of the ears proximal clevis. No material was missing as the broken assembly was pieced back together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm. The original report indicated that tip cover had come off the pch instrument. However, this information was included in error. The pch instrument does not use a tip cover accessory. There is no tip cover issue.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted procedure, the surgeon noticed that a piece of the permanent cautery hook (pch) instrument fell inside the patient. The surgeon was able to retrieve the piece. A backup instrument was used to complete the procedure. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that there were no post-op complications. The instrument was inspected prior to use. The pch instrument did not collide with anything else and did not come into contact with hard material.